Event description:
Boston scientific received information that during a follow up visit, it was determined this right ventricular was dislodged. A revision procedure was performed. This lead was removed and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.